Event description:
It was reported that high capture thresholds were observed. Lead was capped and replaced.

Manufacturer narrative:
Internal insulation abrasion was noted under the svc shock coil at 21.4 to 21.5cm from the distal tip. The re/rv conductors were broken and melted in this location. This damage could cause the reported capture anomaly and high impedance issue.

Event description:
A capture anomaly was observed during dft testing; not high capture thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.